Event description:
It was reported that dissection occurred. The patient presented with coronary artery disease (cad). The 85% stenosed target lesion was located in the right coronary artery. A 2.0x10 mm balloon catheter was advanced. A 2.5x24 mm promus premier drug-eluting stent was deployed at 14 atmospheres. However, a type c and flow limiting dissection was noted at the proximal edge of the stent. A 16 x 2.75mm promus premier drug-eluting stent was implanted to cover the dissection. There were no patient complications were reported and patient status was stable.